Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were reported. Additional information received indicating all other measurements were within normal range. No revision procedure was done. No lead damage was suspected. Normal follow up was planned. No adverse patient effects were reported. Therefore, the device and lead remains in service.

Event description:
--